Event description:
The event involved a back check valve where it was reported that the back valve does not work- it had many issues with the medication backing up and patient not getting the adequate meds. There was patient involvement but no harm. However, the medications back up and flow onto the bed in several occasions. They did not do what they are supposed to do. This has occurred on several days in october and september as reported by multiple crnas. It occurred during the cases.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of backflow past the backcheck valve could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.